Event description:
It was reported that the user experienced persistent infusion set difficulties and developed hyperglycemia with a reported glucose around 400 mg/dl, after which she elected to stop using the infusion set and transition to subcutaneous insulin via pen as backup therapy. Symptoms included high blood glucose. Outcomes included temporary interference with normal activities due to elevated glucose and the need for alternative insulin administration. Troubleshooting and education were completed with the user, and backup therapy was initiated. Investigation included a review of user-reported performance and troubleshooting steps. Investigation of this case revealed an undetermined cause of hyperglycemia in the context of infusion set challenges. It was concluded that the event was related to hyperglycemia of unclear cause without evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.